Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated that they have not been feeling good lately. At interrogation of the device there was an atrial lead warning that occurred at the end of april and there has also been sixty-four low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.